Manufacturer narrative:
The t:slim x2 pump user guide states: if you select change cartridge from the load menu but do not complete the process within 3 minutes, the fill tubing alert occurs. The pump will re-notify the customer every 5 minutes until acknowledged. Tap close to return to the screen you were on prior to the alert, and complete the tube filling process no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer performed the load fill tubing sequence while connected to the pump inadvertently delivering 6 units of insulin. Additionally, multiple incomplete fill tubing alerts were received, as the customer had not exited out of the load process within the specified time. The customer did not understand this alert and proceeded to perform the fill tubing sequence multiples times until eventually, the customer received a minimum fill notification. The customer could not recall how much insulin was in cartridge when the minimum fill notification occurred. Blood glucose (bg) level was 79 mg/dl. The customer declined a follow-up call to ensure the customer's bg level was not impacted by the unintended insulin delivery.